Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9733763, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when turning the system on, the site was encountering an sr manager failure when going into cranial. The user waited the 30 seconds for the system to automatically reboot, but then tried again with the same result. They then used a different navigation system for the day. There was no patient present. No cd or usb was inserted. Later the site was unable to replicate the error. They rebooted the system 8 times without reoccurence. No patient present.